Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead 2014-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a threshold increase the next day after implant due to dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.